Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that a pump motor stall occurred and was confirmed by event logs. At the time of the report the pump was interrogated a pump alarm was occurring. It was noted that the patient was hard of hearing and did not hear the pump alarm. The healthcare provider (hcp) rechecked the pump 15 minutes later and the motor stall recovered. Pump logs showed the motor stall occurred on (B)(6) 2013 at 19:53 with no motor stall recovery, then stopped pump period may exceed tube set on (B)(6) 2013. It was noted that the patient was last refilled on (B)(6) 2013 and had not been seen since. The patient had been doing fine and the hcp had not heard from the patient. The patient did state that his back hurt; however, the hcp stated that was usual for the patient. It was noted that the patient had magnetic resonance imaging (MRI) performed but the hcp did not know when. The hcp re-interrogated the pump and it was confirmed that the motor stall had recovered. The device system delivered dilaudid and bupivacaine. It was later reported that the patient had presented for a pump refill on (B)(6) 2013 at which time the motor stall was discovered. The patient had an MRI of her knee around 2013 and the patient did not notify the office of the MRI so telemetry was not checked afterward. The patient denied any flulike symptoms, just reported ¿usual back pain¿. Following the interrogation of the pump the logs showed ¿motor stall recovery occurred at 1436¿. The pump was refilled using proper procedure with 7ml clear liquid withdrawn as expected. No further issues were reported.